Event description:
Information was received from a patient and a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump for non-malignant pain. Pump drug information was unknown. It was reported that the patient's pump was previously explanted due to an infection. The pump was replaced on (B)(6) 2024. Per the patient, the pump "first got infection about 1.5 years ago". They decided to leave the pump in place and "they went in and scraped all the infected tissue around the pump to remove the infection". Then, about a year and a half later, the patient had a broken ankle and leg bone and couldn't move for 60 days. The patient was laying in one spot, waiting to get surgery on the two broken bones in their leg. The patient couldn't walk and was sedentary for two months. After that surgery, the infection was found in the ankle and leg surgery spot and in the pump area in late (B)(6) 2023 and they remove the pump in early (B)(6) 2023. Additional information received on 2024-05-01 indicated that the infection resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.